Event description:
Customer activated a pod at 11:00 pm. His bg levels were within normal range throughout the night. The next morning, at 8:19 am his bg was 286 mg/dl. The 10 units of insulin was administered and he ate breakfast (amount of carbohydrates is unk). The next bg reading is not until 3:38 in the afternoon. At that point, his bg level is 412 mg/dl. The pod was deactivated and he noticed the "cannula came out of the skin and the insulin made the adhesive wet."

Manufacturer narrative:
A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula dislodged from the customer's skin during the time of use. The returned pod was evaluated and no malfunction that would have interrupted insulin delivery and contribute to high blood glucose levels could be confirmed. The fluid path was tested and found to be unobstructed by any internal occlusion. The occlusion sensor was tested and found to function as intended. The insertion mechanism was reloaded and deployed as intended; it was also inspected and no defects were detected. No signs of internal leakage, chassis cracks or loose batteries were found. Downloaded data from the device's use period, however, show some pulse width time-outs toward the end of use, which may indicate the pump drive was laboring. The cause for this could not be conclusively determined, and thus the device cannot be definitively determined to not have contributed to the event. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The omnipod's user guide advises the best way to avoid hyperglycemia is to check blood glucose levels at least 4 to 6 times a day. Lot qualification records were reviewed and determined to have met all acceptable criteria. No internal investigation has been initiated as a result of this eval as no device failure was found.